Event description:
The customer alleged that she took her contour system to the pharmacy and the pharmacist received a normal control test result of 193 mg/dl. The normal control range was 104-143 mg/dl. The customer did not know what type of control solution was used by the pharmacist. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.